Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified; flat creases, curved opening, yellow particles in shell. The leak test and microscopic analysis was performed which identified; a curved striated opening on radius side assessed as surgical damage and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 g1 h3 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.